Manufacturer narrative:
Vyaire file identification: (B)(4). At this time,the suspect device has not been returned for investigation.therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us blank screen w/ led and audible alarm. Furthermore, there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Logs shows that the end user confirmed the "shut down dialogue box" at 04/04/2022 15:45:49 and cfb logs activated from 04/04/2022 15:46:04 till 04/04/2022 17:12:40 (device time). For some unknown reason, the communication between epc and cfb got interrupted however its visible as per the log entry "vent state-" 0 (this is normal, as no ventilation was running at that time). User force shutdown the unit at 04/04/2022 17:12:40. Nurse call is active, red alarm lights were on and the buzzer is active. The unit start to work normally after the next restart at 04/04/2022 17:14:09. The cfb was not affected when ventilation continued with the last settings. The exact root cause was not established. Most likely the issue is caused by a hardware issue on the epc.